Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed error hwbat on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. It was reported the patient was using an alternate battery charger while plugged into the receiver. The dexcom g5 mobile continuous glucose monitoring system states: only use dexcom-supplied parts (including cables and chargers). Use of non-dexcom supplied parts may affect safety and performance.